Manufacturer narrative:
Reported event of fiber tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 26, 2015 that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2015. According to the complainant, the fiber tip broke off as soon as the laser fiber was activated. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.